Event description:
The initial complaint was reviewed and found not reportable. Upon further review it was identified that there is no allegation against this device.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a posterior thoracolumbar fusion (th12-l2) for treating l1 compression fracture due to osteoporosis the surgeon had difficulty in detaching the screw (deployed at l2 left) from the screw inserter. The screw came off the lesion together with the screw inserter. Next, he encountered another same event when he tried to detach another screw (l2 right) from the same screw inserter. Finally, the screw became loose. Those two 186760340s screws in question were replaced with 7.0mm x 40mm screws, which resulted in less than thirty(30)minutes surgical delay. It was later confirmed that the screw inserter in question had its tip deformed. This report is for one (1) unk handles. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk handles/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.